Manufacturer narrative:
The sample will be returning for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): no pt involvement (no pt involvement). Product problem(s): a dim light pipe out of the box (inadequate lighting). The nurse reported a dim light pipe out of the box. Another pak was opened to set-up the case. No pt involvement.